Event description:
The pump was returned for investigation. Investigation revealed corrosion on the keypad contacts as well as an inverted contact on the contrast button. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad rubber is undamaged. The pump powers ¿on¿ and displays ¿verify¿ screen. All buttons respond properly to presses. The keypad was removed, contamination was found under "contrast" key¿s contacts."contrast" button's contact is inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).